Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. Additional: d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited loss of capture, loss of sensing, and low pacing impedance. During the procedure, the atrial was found to have insulation damage and was explanted and replaced. The patient was in stable condition before, during, and after procedure.